Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the lead had no capture even at 10v at 3 different locations within the atrium. The right atrial (ra) lead was removed and another model lead was successfully implanted. No patient complications have been reported as a result of this event.